Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as "high" (specific value not provided), and the meter bg reading was not provided. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 30 mg/dl. The customer attempted to address the bg by consuming carbohydrates however, the cutomer ultimately customer lost consciousness and was transported to the emergency room on (B)(6)2025. The customer was released from the emergency room later the same day, however, they declined further troubleshooting, therefore no additional information was obtained.